Event description:
The customer claims there is a tear in the netting; however, they were not sure of the length and cause of the tear. There was no patient incident or injury reported.

Manufacturer narrative:
(B)(4): evaluation, results: evaluation of the returned product found that the front side panel access zipper slider body is open. The front side window netting has a 1/4 inch hole. The elastic is broken on the upper and lower elastic ends of the legs and top ridge areas. The evaluation findings are consistent with that of user handling related issues as noted in the posey instructions for use which has a warning statement: never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. Manufacturer references file (B)(4).